Event description:
During an in-clinic follow-up, noise resulting in oversensing and inappropriate automatic mode switch (ams) was detected on the right atrial (ra) lead. No intervention has been performed at this time. The patient was stable and will continue to be monitored.